Event description:
On 23 may 2025, leica biosystems received the following information: ¿underprocessed tissue customer advised to not touch the machine to fss is onsite on monday to confirm the issue. Customer advised to reprocess blocks and may need to do antigen retrieval to help with the nuclear meltdown.¿ the following additional information was provided: ¿looks like it's a customer applications error. Pulled out bottle 4 and reset as full without changing the reagents. This is a peloris 2.¿ leica biosystems has not received information as to either the final status of the patient tissue samples involved in this event or the patient impact/outcome. No adverse consequence(s) to a patient(s) has been reported to the manufacturer to date.

Manufacturer narrative:
Investigation of this complaint found the instrument functioned as designed during execution of the ¿[name] 12 hr bigs¿ protocol comprising 216 cassettes which started in retort a at 16:43 on 22 may 2025 and completed successfully at 06:39 on 23 may 2025, from which sub-optimal processing was reported by the customer. Information received indicated ¿looks like it's a customer applications error. Pulled out bottle 4 and reset as full without changing the reagents. This is a peloris 2.¿ based on the information provided, bottle 4 (ethanol) would have contained ethanol with a concentration of 50.72%, which is not appropriate for use in the final dehydrating step of a protocol. As detailed in section 8.1 of the leica peloris/peloris ii user manual, ethanol with a minimum concentration of 98% is required for use in the final dehydrating step of a protocol. The consequences of using ethanol at a concentration below 98% for the final dehydrating step in a protocol are re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal processing of patient tissue samples. Based on the information provided, the root cause for the sub-optimal tissue processing reported by the customer was a use error. Specifically, the use of ethanol below the minimum ethanol concentration of 98% required for use in the final dehydrating step of a protocol. Section 5.3.2 of the leica peloris/peloris ii user manual contains the following specific warning: ¿always ensure that the reagents configured in the software are the actual reagents loaded on the instrument. A station containing different reagent could damage tissue samples.¿ although the information available indicates that no adverse impact on the quality of processing of patient tissue samples has been reported to the manufacturer in association with the circumstances involved in this complaint, the circumstances involved in this complaint have previously resulted in serious injury.